Manufacturer narrative:
(B)(4). Customer has indicated that product will be returned for investigation/repair. Once an investigation is complete a follow up MDR will be submitted.

Event description:
Skin graft mesher comb was bent. The event occurred during pre-op testing. No adverse event was reported as a result of device malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under: (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: date of event, date of report, lot#, concomitant medical products, date rec¿d by MFR, PMA/510k, if follow-up, what type, device evaluated by MFR, device manufacture date. On october 8, 2018, it was reported that the device comb was bent. The customer returned a skin graft mesher device, serial number: (B)(6), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number: (B)(6), a 2:1 ratio cutter, serial number: (B)(6), a 3:1 ratio cutter, serial number: (B)(6), and a 4:1 ratio cutter, serial number: (B)(6), for evaluation. The device history record (DHR) and previous repair report review for serial number: (B)(6) noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number: (B)(6) five times as documented in the repair reports in livelink. The last repair was january 19, 2018 where it was reported that the handle was getting stuck on the mesher and the roller, worn bushings, worn side pates, damaged comb, roller gear, ratchet gear, and shoulder bolts were replaced. This is not a related issue. The device history record (DHR) and previous repair report review for serial number: (B)(6) noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated 1.5:1 cutter serial number: (B)(6) once as documented in the repair reports in livelink. The last repair was january 15, 2018 where it was returned with skin graft mesher, serial number: (B)(6). The device history record (DHR) and previous repair report review for serial number: (B)(6) noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated 2:1 cutter serial number: (B)(6) once as documented in the repair reports in livelink. The last repair was january 15, 2018 where it was returned with skin graft mesher, serial number: (B)(4). Product review of the skin graft mesher on october 23, 2018 revealed that the comb, roller, carrier guide, and ratchet gear were all damaged. The pretest could not be performed due to the damaged components. The 1.5:1 ratio cutter, serial number: (B)(6), and 2:1 ratio cutter, serial number: (B)(6) both produced an incomplete cut and were deemed non-repairable. The 3:1 ratio cutter, serial number: (B)(4), and 4:1 ratio cutter, serial number:(B)(6) both produced a passing sample mesh. Repair of the skin graft mesher was performed by zimmer biomet surgical on october 23, 2018 which included replacement of the roller, damaged comb, ratchet gear, and carrier guide. Skin graft mesher, serial number: (B)(6), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during product review it was noted that the device had numerous damaged components. A damaged or bent comb causes the pretest testing to not be performed. The root cause of the bent comb could not be determined with the provided information since it is unknown how the comb became damaged. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. No further conclusions can be drawn from the complaint history review that warrants further action.

Event description:
No additional event information was received.